Manufacturer narrative:
The distributor of octylseal, medline, received the initial complaint from the user facility and did not notify the manufacturer, chemence medical products, inc. (Cmpi) that a complaint was received ((B)(6) 2011) or that an MDR would be filed. Medline filed the initial MDR on behalf of cmpi on (B)(6) 2011. During periodic review of previously filed mdrs, cmpi noted that we, as the manufacturer, never filed an MDR for this event. The purpose of this report is to document the event on behalf of the manufacturer of octylseal, cmpi. Lot number information was not provided and a detailed investigation could not be completed for this specific incident. Long incisions in high stress areas of the body may require the application of sutures or steri-strips to aid in wound approximation when closing incisions using topical tissue adhesives. The device was not returned nor is there any additional information available to enable a more detailed investigation. Although the distributor reported that the root cause could not be determined in this case, improper application technique (not enough adhesive) or poor post-op care of the wound could possibly lead to premature wound dehiscence.

Event description:
The patient underwent an inguinal hernia repair in which octylseal was used to close the incision. The incision was four inches long. The ends of the incision opened slightly on the second post op day and required the application of steri-streips to approximate the wound. No other post-op complication was noted. (B)(4).